Manufacturer narrative:
The cause of the reported post-operative complication cannot be determined. Despite multiple follow-up attempts, no further details have been received as of the date of this report regarding the post-operative complication. A follow-up MDR will be submitted if any additional information is received. No image or procedure video was provided for review. A system log review could not be performed since there is insufficient or unconfirmed product/event information. A review of the site's complaint history does not reveal any other complaints involving this event. This complaint is being reported due to the following conclusion: it was reported that after a robot-assisted laparoscopic surgery was performed on a woman with early-stage endometrial malignancy, the patient developed pelvic inflammatory disease was noted, for which the patient received antibiotics, and hospitalization was prolonged. Although there was no allegation by the site or the surgeon that an isi device caused or contributed to the reported event or that an isi device malfunctioned, the cause of the post operative complication is unknown.

Event description:
This is an incident report from a literature review, the median age of the patients was 52 years (44¿57). The efficacy of these surgeries at the beginning of the trial was reviewed retrospectively. The target endometrial cancer cases were grade 1 endometrioid adenocarcinoma, with no muscle invasion visible under imaging. The excised uteruses were submitted to the hospital, and patients with grade 2 or higher lesions or myometrial invasion underwent pelvic lymphadenectomy as an additional procedure. It was reported that a robot-assisted surgery was performed on a woman with early-stage endometrial malignancy on an unknown event date. After the surgery, the patient developed pelvic inflammatory disease, and the patient was treated with antibiotics, and hospitalization was prolonged. However, there is no allegation by the site or the surgeon that an intuitive surgical, inc. (Isi) device caused or contributed to the reported event or that an isi device malfunctioned. The cause of the reported post-operative complication is unknown. On 05-mar-2021, isi obtained the following additional information. The patient details: (B)(6) years old woman, weighing (B)(6) kgs, with a smoking history up to (B)(6) years old. Medical history: diabetes. Test result (the day after surgery): wbc 9500, rbc 3.7 million, hb 9.9, plt 211,000, blood sugar 226, crp 4.47. Surgery time was 394 minutes. During the procedure there were no reported issues and the procedure was completed without any abnormalities. Postoperatively, the patient experienced fever with a suspected post-operative infection, that was treated with antibiotics.